Event description:
It was reported by service report that the safety release bar would not spring back into place denoting a broken spring. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Safety bar.